Event description:
Patient underwent emergency cabgx2 with intra-aortic balloon pump (iabp) on (B)(6) 2024. On (B)(6) 2024, the nurse noticed blood in the helium tube of the balloon pump catheter. The provider was notified immediately and the iabp was removed due to complications and per recommendations of a recent urgent medical device notification from arrow international llc regarding this product. The patient was able to be managed clinically without significant clinical intervention. This event was reported to the vendor 5/31/2024 and the product was returned to the vendor 6/10/2024.